Manufacturer narrative:
The reported event of helix not rotating was confirmed. A lead with the helix partially extended clogged with blood/tissue was returned in one piece for analysis. X-ray revealed that the inner coil inside the connector region was over-torqued consistent with procedural damage. The helix could be extended and retracted after cleaning blood/tissue from it. The cause of the reported event was isolated to the over torque of the inner coil. No other anomalies were found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During initial implant, it was observed the new right ventricular lead's helix had rotation difficulties. The lead was exchanged without issue. The patient was stable.